Manufacturer narrative:
(B)(4).

Event description:
During a pump replacement surgery, the pt's old pump could not be aspirated. The physician decided to bolus the pump even though they were unable to withdrawal from it. It appeared that some of the contrast dye was swelling around the mesh pocket and nothing was "passing". The catheter seemed to be occluded when they tried to bolus the catheter. It was stated that the "catheter piece did fly off the needle." The pump and catheter were replaced and free flow was present upon replacement. The pt's infusion rate was reduced to the slowest possible rate and then increased on (B)(6) 2011 at a post-operative follow-up appointment. The infusion was increased at this appointment by 20%. The pt was reported to be "doing fine". The medications being delivered via the device system were dilaudid, bupivicaine and baclofen.